Event description:
The surgeon confirmed that the impaired healing was present after the replacement surgery. Patient actually had seen the physician a total of 4 times post operatively, due to his picking at the dermabond over the incision. Because of this, the physician wanted to monitor closely over the course of several months and visits. This picking delayed/compromised healing, but it appeared to continue to heal (no s/s infection) at each visit. And by the last visit (4 months post op), wound was fine. No additional relevant information has been received to date.

Event description:
The patient's mother reported that following the most recent vns replacement surgery the patient had trouble with the incision healing. The vns therapeutic consultant (tc) noted that the patient was seen in clinic 3 times since surgery, and at 2 weeks post-op the incision was almost completely healed per the neurologist. The tc was present at all 3 appointments and the patient's mother never mentioned any issues with the wound healing. Generator device history record was reviewed. The generator was sterilized prior to distribution, and the generator met all product specifications prior to distributions. Attempts for additional information have been made; no additional relevant information has been received to date.